Manufacturer narrative:
Z-2939-2020 for lvp keypad. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced iui right side, membrane frame. Lvp keypad recall completed. Based on the findings, service determined that the probable cause of the reported issue was due to corrosion of the right iui connection which constitutes a reportable malfunction. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 07jan2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer "unknown issue/needs repair". There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer "unknown issue/needs repair". There was no additional information provided and no patient involvement.